Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer changed the infusion set prior to the event, and woke up vomiting with a blood glucose of 20 mmol/l. The customer changed the infusion set again and noticed blood in the tubing. The next morning, the customer again experienced vomiting and a blood glucose of 20 mmol/l. The customer also got a no delivery alarm. Nothing further was reported.